Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(UDI) : (B)(4). Concomitant medical products : item# 183010 vanguard cr ilok fem-rt 67.5; lot# j3812219, item# 183440 vngd cr tib brg 10x71/75; lot# 311420. This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that a patient underwent a primary knee arthroplasty. Subsequently, the patient was revised due to implant disassociation. No additional information is available at this time.